Event description:
It was reported that the right ventricular (rv) lead undersensing of rwaves, and physician was concerned about possible lead degradation. Prior to the rv lead replacement device interrogation revealed varying sensing parameters. Due to sensing variations, medical judgement was to replace the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Concomitant: 419688 lead implanted: 2010-(B)(6); dtba1d1 ICD implanted: 2013-(B)(6). (B)(4).